Event description:
As reported: "interference with drill bit when using locking drill sleeves. The sleeve was damaged."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note the corrections to d2a, d2b and h6 method codes. The reported event could be confirmed, since the device is in the received condition not functional as required anymore. The device inspection revealed the following: the visual inspection has shown that at the forefront of the sleeve there is a deformation visible on one side and due to this deformation the bore is not round anymore in this area, which reduces the diameter of the bore. Due to this deformation of the bore a proper insertion of a drill bit is not possible anymore. In general the device is in a very used condition. There are stress marks, nicks and scratches all over. There are also deep marks from a forceps at the head of the device visible, which indicates that the sleeve was once exposed to very high forces. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by applying excessive lateral forces onto the drill sleeve which did lead to a deformation at the forefront of the device. Wear and tear may also have played a certain role as the device did obviously reach the end of its useful life. In this relation following statement from appendix 2 of the cleaning and sterilization guide can be pointed out: ''functional check for drill guides description and function: soft tissue protection sleeves used during drilling product group: complex / multi-component medical devices with challenging features potential failure modes: scratched outer surfaces, dents at the sleeve tips preventive maintenance: use an appropriate instrument spray for the mechanism of all moving parts and articulating surfaces. In case of failure, the instrument must be replaced and not be used.'' If more information is provided, the case will be reassessed.

Event description:
As reported: "interference with drill bit when using locking drill sleeves. The sleeve was damaged."